Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. In the first deployment, partial recapture was performed because it was too distal and there was a gap. After that, partial recapture was performed five times in total because of the placement position and jet. Per final release criteria, the device was released as it was in good position, good tug test, compression ratio of 13.7% ~ 17%, and no jet. At the time of recapture, transesophageal echocardiogram (tee) confirmed that there was no pericardial fluid, and no pericardial fluid was observed at the end of the procedure. A transthoracic echocardiogram (tte) on the night of the procedure day progressed without pericardial fluid observed. The next morning, blood pressure was slightly lower and confirmed by tte that pericardial fluid was observed. A pericardium puncture was performed which collected 140 ml of pericardial fluid, and placement of a pericardial drain was performed. Due to heart failure, drug support was provided in addition to drain placement, and vital signs were stabilized. Direct oral anticoagulant (doac) was discontinued. After that, there was no increase in pericardial effusion, and drug support was reduced, and administration of doac was resumed. The pericardial drain was removed and the patient has since been discharged.